Event description:
Device 1 of 2, reference MFR report: 1627487-2017-03602. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Partial UDI identifier is known due to the lot, family or serial number of the suspect product is unknown at this time.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03602. It was reported that the patient experienced overstimulation. In addition, the patient's leads tested for high impedances. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending.